Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The patient was hospitalized and was treated with unspecified antibiotics for the event. The cause of the peritonitis was unknown. The patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.